Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fretting and crevice corrosion may occur at interfaces between components." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Examination of returned device found no evidence of product non-conformance. Material analysis showed evidence of deformation and discoloration, with possible evidence of minor and superficial fretting or corrosion. A conclusive root cause of the event could not be determined. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2015-04734 / 04735 / 2016-01387).

Event description:
It was reported by patient's legal counsel that patient had an initial left hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2014 due to allegations of pain, ratcheting type sensation, bone destruction, tissue destruction, elevated metal ion levels, metal wear, metal poisoning, and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.